Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer's blood glucose reading was 520 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Inspected one opened/used enlite sensor, performed bicarbonate buffer test and sensor failed per specifications due to high readings.